Event description:
It has been reported that the tip of the guidewire became lodged inside the deployed stent and detached from the guide wire and remains inside the pt. The physician inserted the guide wire and used a 8f multipurpose hockey stick guiding catheter. The physician advanced the guide wire and the guide catheter forward into the pt's right coronary artery with a shephard crook tak off. The guide wire and guide catheter were advanced into the pda as the landing zone with no issues. The physician observed on the floroscope that the tip of the guide wire had prolapsed over on itself in the pda. The physician continued the case and direct stented with a 30x33 cypher stent. The physician then inserted a 3.5x21mm stormer balloon in an attempt to past dilate the stent however the device would not cross the lesion or the stent. The post dilitation balloon was removed from the pt. The physician inserted a 3.5x25 balloon catheter and post dilated the stent three times at up to 20atms, to ensure the stent was in place. The physician removed the balloon catheter from the pt. The physician attempted to remove the guide wire from the pt and he felt resistance. The physician pulled on the guide wire and the wire started to unravel while being removed. The physician decided to stent the detached tip segment to the sidewall of the already deployed stent. The physician inserted a 3.5x30mm driver stent and deployed this stent over the detached tip segment encasing the tip of the guide wire into place. The pt was informed of the issue and was observed overnight. The pt was released and is reported to be doing fine.